Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient suffered a gastrointestinal bleed during impella 5.5 support. An esophagogastroduodenoscopy was negative but patient continues to have bloody stools. The patient received one unit of packed red blood cells to treat the condition. Heparin administration was intermittent leading up to the event. Support continued with the implanted pump following the intervention. The procedural outcome was the patient survived surgery.